Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure a dissection occurred. The target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm; the lesion length was 26mm. Pre-procedure stenosis was 100% and post procedure was 5% stenosis. A 3x28mm liberte stent was implanted. There was an additional procedure to treat the dissection. The stenting procedure was a technical success. The patient was discharged six days later with no anginal complaints or silent ischemia. Discharge medications were asa 100mg daily/12 months and clopidogrel 75 mg daily/12 months.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4). Product unavailable for analysis.